Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that on the day of the procedure, the patient developed a pseudoaneurysm due to dissection in the c2 segment of the left vertebral artery where the stenting was involved. The pseudoaneurysm was treated by embolization on the same day and the procedure was completed successfully. According to the facility, the pseudoaneurysm was possibly related to the subject device.

Event description:
It was reported that on the day of the procedure, the patient developed a pseudoaneurysm due to dissection in the c2 segment of the left vertebral artery where the stenting was involved. The pseudoaneurysm was treated by embolization on the same day and the procedure was completed successfully. According to the facility, the pseudoaneurysm was possibly related to the subject device.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, vessel dissection and pseudoaneurysm are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.